Event description:
The nurse was hanging normal IV fluid b. Braun tubing. When placing the tubing into the pump, the tubing fell apart. The piece that goes into the pump came apart from the other half of the tubing.